Event description:
It was reported that during follow-up, the atrial lead exhibited loss of sensing and loss of capture. It was observed that the lead had dislodged. The lead was explanted and replaced.